Manufacturer narrative:
D4: catalog and lot provided. H2: device evaluated. H6: the quality investigation is complete.

Event description:
No new information.

Manufacturer narrative:
D4: full UDI is not available due to missing lot number. H6: a follow up report will be filed once the quality investigation is complete.

Event description:
It was reported that during a procedure the blade broke. It was also reported that at the end of the surgery an x-ray was taken, and a broken piece of blade had remained in the patient. There was a clinically insignificant delay while the surgeon needed to reopen the incision and retrieve the blade fragment. It was further reported that there was no adverse consequences to the patient, and that the procedure was completed successfully.